Manufacturer narrative:
An examination of the device confirmed the actuator has broken where it interfaces with the upper tip. The tip and broken portion of the actuator were not returned for evaluation. The cutting edges of the distal tip are dull. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke during a shoulder repair surgery. The broken portion was removed from the patient with the use of a grasper. A back-up device was available for use. No patient injury or other complications were reported.